Manufacturer narrative:
Title: temporal reverse flow by proximal femoral artery occlusion during drug-coated balloon dilatation: a technique to minimize downstream particle embolization and systemic adverse effects author: masayoshi kimura, jun shiraishi, masayuki hyogo journal: journal of vascular surgery cases, innovations and technique year: 2021 vol/issue: 13(7) ref: 10.1016/j.jvscit.2021.10.001. Average age, majority gender, date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which introduces a technique to reduce distal particle embolization and movement of the paclitaxel particles to systemic blood flow during drug-coated balloon inflation, proximal balloon occlusion using a sheathless temporary occlusion balloon-guiding catheter and extraction by manual aspiration of the paclitaxel-containing blood through the catheter. 26 patients¿ (36 lesions) with lower extremity peripheral artery disease were treated with medtronic¿s in.pact admiral drug-coated balloon. An average of 1.3 dcb¿s were used per lesion, with an average of 1.8 dcbs used per leg. Pre-dilation was performed in all cases. No post-dilation nor provisional stenting was performed. Mean diameter of the dcb¿s used was 5.6mm. Procedural success was achieved in 100% of cases. No complications such as slow flow, no-reflow, and thrombosis were noted. Grade a-c dissections were noted in 25 out of 26 patients.